Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer currently used the legacy purewick urine collection system. Customer had some medical device-related pressure injury from purewicks and asked for a recommended range for suction. There was a range in the IFU and on the package for the purewick flex, but not on the legacy purewick. Another customer referred them to representative to see if they had recommendations for suction settings. Their education department was hesitant to put out education if they could not say it was recommended by the manufacturer. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer currently used the legacy purewick urine collection system. Customer had some medical device-related pressure injury from purewicks and asked for a recommended range for suction. There was a range in the IFU and on the package for the purewick flex, but not on the legacy purewick. Another customer referred them to representative to see if they had recommendations for suction settings. Their education department was hesitant to put out education if they could not say it was recommended by the manufacturer. It was unknown what medical intervention was provided.